Manufacturer narrative:
Conclusion: other = exact cause of the event cannot be determined at this time as the product has not been returned for analysis. Analysis: to date, this product has not been returned to medtronic for analysis. Return of the device is anticipated. Without product return, analysis is limited to review of the device history records, which demonstrate that this device met mfg specifications when released for distribution. Conclusion: exact cause of the event cannot be determined at this time as the product has not been returned for analysis. When the product is returned, a follow up report will be submitted to FDA upon completion of the analysis.

Event description:
Medtronic received info that this silicone oxygenator demonstrated a leak from the gas outlet port of the device. This observation was made while priming the unit prior to use, with no pt involvement.